Event description:
Information received that the head section will not go up. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. Found - the head section is all the way down and will not go up from either siderail. No alarms. Head section will not go up with electrical or manual controls. The battery led is lit. Cause - the head up valve is stuck. Replaced the head valve to resolve this issue.